Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During the procedure, after mapping the paroxysmal atrial fibrillation in the left atrium, the patient became hypotensive and a pericardial effusion was diagnosed via ultrasound. The isolation of the four pulmonary veins was carried out and then the patient was stabilized by conducting a pericardiocentesis. There were no performance issues with the device.